Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy, the harmonic curved shears insert broke. Broken pieces fell inside the patient. All pieces were retrieved except for the hinge. The procedure was delayed approximately 20 minutes and completed with another isi instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The harmonic curved shears insert was returned and evaluated. Per the customer reported complaint, engineering observed that the clamp arm was missing. Engineering also observed a gap between the dual hinged feature that was slightly wider than normal. Biocompatibility testing was performed on the materials of the hinge. Testing results found the materials to be non-cytotoxic, non-sensitizing, non-hemolytic and non-pyrogenic. Testing also showed no evidence of systemic toxicity and no evidence of acute intracutaneous reactivity.